Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/28/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to be torn above the ok button. Evaluation revealed the ok keypad buttons was unresponsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, a battery compartment crack was observed. The returned battery cap was able to secure properly to the pump.